Manufacturer narrative:
This report is submitted on february 19, 2021.

Event description:
Per the clinic, during implantation the implant kinked. The surgeon was in the process of suturing but because of a thick skin flap, the pressure being placed on the receiver/stimulator caused it to dislodge from tiedowns, which dislocated the implant. The surgeon did not finish closing, but rather opened the sutures that were in place and chose to go to the backup device.